Event description:
A report was received that the pt had a blood patch done due to a dura puncture during the implant procedure. The pt was given two blood patches one after the implant procedure and one more because the pt was having migraines. The pt was programmed and is reportedly doing well.

Manufacturer narrative:
This is the final report.